Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the compact air drive device reverse locking mechanism was blocked, equipment as locked, the locking reverse trigger was broken and the pressure pin failed. It was further determined that the device failed pretest for check triggers for forward / reverse mode, check attachment coupling with attachments and check reverse locking mechanism. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the compact air drive motor device crashed during testing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.